Event description:
Reportedly, the status light of the home monitor changed from orange to green, while the pit button went from orange to red. The pit button remained red, even after restarting the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status light of the home monitor changed from orange to green, while the pit button went from orange to red. The pit button remained red, even after restarting the device.

Event description:
Reportedly, the status light of the home monitor changed from orange to green, while the pit button went from orange to red. The pit button remained red, even after restarting the device. Preliminary analysis revealed that the reported behavior could have resulted from the power supply remaining connected for a long time.

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior could have resulted from the power supply remaining connected for a long time.